Manufacturer narrative:
F2203, imaging required. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, "right side. The implant appears to have ruptured recently with little spillage of the silicone".

Event description:
Patient reported rupture, "little spillage of the silicone" and capsular contracture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Patient reported, rupture. "Little spillage of the silicone" and capsular contracture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.